Manufacturer narrative:
Age at time of event: under 18 years.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 10/3.00 flextome cutting balloon was advanced to the target lesion. However, the balloon ruptured during inflation. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 10/3.00 flextome cutting balloon was advanced to the target lesion. However, the balloon ruptured during inflation. The device was removed and the procedure was completed with a different device. No patient complications were reported. The device was returned for evaluation. A visual examination observed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: under 18 years.